Event description:
Epidural catheter placed without difficulty. Once inserted, requested tape to secure to skin, noticed the catheter had fractured into two pieces. Both pieces were removed. A second catheter was inserted without difficulty and the procedure was completed. There was no patient discomfort or distress.